Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) did not meet physician's expectations regard to longevity. The physician has elected to monitor battery depletion until elective replacement indicator (eri) is reached.